Manufacturer narrative:
Pump performed within specs. Cuff performed within specs. Balloon performed within specs.

Event description:
Additional info received 5/29/97 indicates the entire device was removed from the patient and replaced on 5/22/97 due to recurring incontinence - "pump not working right." Sometime between 1994 and 1995 an aus device was implanted. Info received 4/22/97 indicates a revision surgery is scheduled for 5/22/97 due to recurring incontinence.